Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use.(B) (4): "product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry.in (B) (6) 2005, a concentric, tight, restenotic post pta lesion was identified in an avf. The target vessel was non tortuous without calcification and had a reference diameter was 7mm. The target lesion length was 15mm and 80% stenosed. The peripheral cutting balloon was used to dilate the lesion. Number of inflations, time and maximum inflation pressure is not provided in the crf data. No pain was perceived during the procedure. Target lesion post-procedure stenosis was 10%. Patient follow ups in (B) (6) 2005 reported the patient's status ¿alive¿. No adverse events or additional interventions were reported.6 months follow up assessment in (B) (6) 2006, it was recorded that the patient underwent conventional angioplasty in (B) (6) 2006 of the target lesion due to angiographic restenosis. Patient's status was ¿alive¿ and the target lesion was reported patent. No adverse events were reported. In (B) (6) 2006 12 month follow up, patient's status ¿alive¿ without adverse events, target lesion was patent and no additional interventions reported. ¿other¿ diagnostic examination was performed, recorded as ¿checking bp and flow during dialysis¿.